Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of the patient. The patient had a non-mdt stent graft system implanted approximately four years previously and had endoanchors implanted for the successful treatment of a type ia endoleak. It was reported that on that approximately three and a half years after implantation of the endoanchors a type ia endoleak was identified on CT. Intervention was planned but the patient developed a small bowel obstruction approximately two months later. The patient expired in hospital the following month before the reintervention could take place. Per the physician, the cause of the type ia endoleak was aaa related while the bowel obstruction was not related to event or device. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.